Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a low-pressure alarm behavior: intermittent activation during normal use. Once activated, it won¿t reset unless the unit is powered off/on. Fails functional test at step 9 ¿ alarm takes over a minute to activate instead of 10 seconds. After high pressure test (step 10 and 11), both high- and low-pressure alarms flash, and the low-pressure alarm persists even when the condition is cleared.2. High pressure relief valve inaccuracy: setpoint: 40 cm h2o, but relief occurs at ~35 cm h2o. The event occurred during testing.